Event description:
A facility representative reported that following intraocular lens implant procedure, the patient was unable to see. The lens was exchanged in a secondary procedure. Clinical reason for explant was provided as poor visual acuity, unable to refract. There are two medical device reports associated with this patient. This report is for left eye. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stated that a 19.5 diopter lens was exchanged for a 18.0 diopter lens due to unable to see, poor visual acuity and unable to refract. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.